Event description:
Additional information was received from the patient. It was reported that the effect of the fall on the device was unknown. They patient stated they believe everything was fine, they had an upcoming appointment with their healthcare provider at the end of september, but everything was fine. The issue had not been resolved, and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient fell off a ladder and now the device was not helping their symptoms as well as it used to. Patient said it felt like the device had moved and was not in the right spot anymore. Patient also said they went down on their butt. Patient was on program 1 and now they were on program 6. Agent walked the patient through changing programs. The troubleshooting steps that were taken on the call resolved the issue.